Manufacturer narrative:
The pipeline device has not been returned for evaluation. The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be conclusively determined. All mdrs related to this event: 2029214-2016-00346, 2029214-2016-00347.

Event description:
Medtronic received report that a pipeline device did not open during an aneurysm embolization procedure. The patient was undergoing treatment for an unruptured, irregular aneurysm in the c4 to c5 internal carotid artery (ica). The aneurysm had a max diameter of 23mm and neck width of 10.7mm. The landing zone artery size was 4.49mm proximal and 3.87mm distal. Vessel tortuosity was severe. The devices were prepared as indicated in the IFU. It was reported that a pipeline was attempted to be delivered and did not open at deployment. The physician made many attempts, but could not open the device. The pipeline was removed from the patient. Ultimately, the physician changed the treatment strategy to stent-assisted coil embolization. There was no report of patient injury as a result of this event. The patient's condition is not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the pipeline device was returned for evaluation. As received, the pushwire was within a dispenser coil and the braid was within a plastic bag. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with both ends having slight fraying. The coating of the entire pushwire length was examined under a video inspection system; coating damage was observed at a section near the proximal end. Based on the analysis findings and event details, the report of pipeline failure to open could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline braid was observed to be fully open with damage (fraying) on both ends. It is possible that the patient¿s severe vessel tortuosity, the damaged braid, and braid sizing may have contributed to the reported issue. However, the cause for the damage could not be determined. The coating damage on the pushwire appeared to have been caused by mechanical scraping and abrasion by a metal torque device (pin vise) and/or rhv. The torque device and rhv were also not returned for evaluation; therefore any contributing factors from the torque device/rhv valve could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): ¿select an appropriately sized ped such that its fully expanded diameter is equivalent to that of the largest target vessel diameter. An incorrectly sized ped may result in inadequate device placement, incomplete opening, or distal migration. After the distal end of ped has successfully expanded, deploy the remainder of ped by pushing the delivery wire and/or unsheathing the ped. Manipulation of the microcatheter by locking down the delivery wire and moving both as a system may facilitate the expansion of the ped. If the device is not fully apposed or is kinked, consider using a balloon catheter, microcatheter, or guidewire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.